Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a wrong count. Customer stated that they were unable to issue the medication, it should be 7 but when opened nothing was found and the user was unable to see the discrepancies. The technical support specialist (tss) stated that the user did not have the right permission to verify discrepancies or cycle count. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to pull medication. The user stated that it should have been 7 but when opened, none was found, and was also unable to see discrepancies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.